Manufacturer narrative:
The following information has been updated/corrected: h.6 investigation summary: sample will be forwarded to manufacturing (holdrege) on (B)(6)2020 for further review. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive clog) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H.6. Method codes: 10. H.6. Result codes: 114, 3233. H.6. Conclusion codes: 11 h3 other text : see h10.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced difficult plunger movement, an inability to/difficulty aspriating. Product defects were noted during use. The product defects resulted in the patient/lay user experiencing a serious injury in the form of hyperglycemia. It has not been specified whether any medical intervention or bolus dosage was administered as a result of the hyperglycemia. The following information was provided by the initial reporter: material no. 328512 batch no. 9210511 verbatim: consumer reported that his glucose level was elevated. He thought that he was getting the insulin in but realized that the needle was not drawing the insulin. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for glucose level and difficult/unable to operate (not drawing) on lot # 9210511. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9210511. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced difficult plunger movement, an inability to/difficulty aspriating. Product defects were noted during use. The product defects resulted in the patient/lay user experiencing a serious injury in the form of hyperglycemia. It has not been specified whether any medical intervention or bolus dosage was administered as a result of the hyerglycemia. The following information was provided by the initial reporter: material no. 328512; batch no. 9210511. Consumer reported that his glucose level was elevated. He thought that he was getting the insulin in but realized that the needle was not drawing the insulin. Date of event: unknown.